Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient was experiencing breast tenderness. The patient started the trial on (B)(6) 2016 and was going to see their healthcare professional on the day following this report. The patient reported that the feeling in her breast was like the stimulation she was feeling in her backside. The patient reported that it was a ¿shocky¿ feeling in her breast. The patient reported that she increased stimulation to 4.0 at 9:20 am on the day prior to this report then at 6:05 pm she increased stimulation to 4.1 and then started feeling the ¿shocky¿ feelings in her breast. The patient reported that she decreased stimulation down to 3.9 about an hour later, around 10:30 at night. The patient reported that when she decreased stimulation she felt better. The patient reported that this happened on the day previous to the report. The patient was advised to follow up with their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.